Manufacturer narrative:
The hemo-cath was returned for evaluation. Visual inspection of the device revealed a pin hole just below the extension sleeve. Medcomp engineering determined the pin hole is so close to the edge of the extension sleeve that it could not have been caused by the clamp, as the clamp does not go up that high on the extension. Determined to be a potential manufacturing issue. Supplier corrective action request was issued to the contract manufacturer.

Event description:
Upon accessing patient's hemodialysis catheter a pin hole leak was noted in the extension.